Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert, and oversensing due to non-physiologic signals/sic (sensing integrity counter). This lead was included in that field action. Based on the information received and without the return of the product, it could not be determined if this lead performed as described in the field action. (B)(4).

Event description:
It was reported that the patient presented having hearing an audible alert every four hours. It was determined that an alert was triggered for the right ventricular (rv) lead due to sensing integrity counter (sic), oversensing noise, and fast non-sustained ventricular tachycardia (vt) episodes. The detection was programmed off and the rv lead was subsequently capped and replaced. No patient complications have been reported as a result of this event.